Manufacturer narrative:
According to the technician's statement, the customer decided not to repair the unit and scrap it. There will not be on-site visit by our technician. Peep is maintained in the alveoli and may prevent the collapse of the airways. As there was no repair, there is no way to know, which part was causing the issue, hence the cause could not be determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was displaying higher values of positive end expiratory pressure (peep) than set. There was no patient harm. Manufacturer's ref. (B)(4).